Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 6 months after dental implant was installed, he was not able to take off the cover screw because it was stuck into the implant, so he decided to proceed dental implant removal.